Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens in 2008, and the lens removed two months later, due to the pt's complaint of glared vision. The pt opted not to have the lens replaced.

Manufacturer narrative:
Results: a work order search was performed and there were no similar complaints found.